Event description:
The user facility reported an 84-year-old female was implanted with an impella cp device for mechanical circulatory support. While being placed on impella cp support, the patient began to show signs of ejection fraction (ef) of 45-50%, moderate mitral regurgitation with a calcified leaflet, and moderate tricuspid regurgitation. Upon access of the right femoral artery, dissection flap was noted on tortuous anatomy. The right femoral artery was surgically repaired and closed. The patient was successfully weaned off the impella cp and hemodynamics was normalized.

Manufacturer narrative:
The impella device was not received from the customer. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.